Manufacturer narrative:
(B)(4). The device was manufactured from june 25, 2015-june 27, 2015. The device was received for evaluation. Visual inspection did not identify any non-conformances. The device was flow rate tested and the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion of 116ml fluorouracil solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.